Event description:
The customer reported that she experienced high blood glucose results while wearing a pod. She provided the following history: time: 6.34am, blood glucose: 101 mg/dl, carbohydrate 36 grams, bolus: 3u; 5:50pm, 302 mg/dl, 2.55u; 6:12pm, no result, 60 grams, 5u; 7:21pm, 293 mg/dl, 1.75u; 9:40pm, 292 mg/dl, 2.45u. At 6:00am on (B)(6), her result was 305 mg/dl, and she gave herself a manual injection. She deactivated the pod at 6:30am. She stated that when she removed the pod, the cannula was "bent in half".

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all criteria. The omnipod user guide warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have the symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."